Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that dashes (---) were observed upon interrogation. Attempts to reprogram and download the microprocessor were unsuccessful, so the device was replaced.